Event description:
Patient in the special procedure lab for left arm dialysis shunt thrombolysis. Access to the venous limb achieved with a stiffened micropuncture set. Alteplase was given through the micropuncture catheter. At 0911 the physician noted that the micropuncture sheath had become disconnected from hub while in the patient's left arm dialysis shunt. The physician removed the sheath (in total) over a wire and replaced it with a 6fr sheath. The procedure was completed. No harm to patient.